Event description:
On (B)(6) 2011 reported high rv threshold at post op check 3.5v@ 0.4msec. Later in day threshold was re-checked and was 1. 7v @ 0.4 msec or 1.1 v @ 1.0msec. Lead was screened on xray and was still in a good position. (B)(6), australia. Dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).